Manufacturer narrative:
(B)(4).

Event description:
It was reported that the aiming beam fires straight out of the fiber @ 141,352 joules (forward firing). While working on a medium sized gland., a lot of prostatic stones were uncovered in tissue. Doctor worked around stones fiber would flash. After a few moments laser energy began to fire straight out of tip. The procedure was completed using a second fiber. Patient outcome was reported as "ok."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.